Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for bradycardia. The patient's heart rate was below the programmed rate of the implantable cardioverter defibrillator (ICD). Follow up with the company representative indicated that the patient had stopped medications and skipped dialysis for some time. No intervention was needed regarding the device as the interrogation looked normal. The device remains in use. No further patient complications have been reported as a result of this event.